Event description:
Eight weeks post implant it was reported that there was a header issue with the device as the atrial lead exhibited loc (loss of capture) at max outputs and high impedances, and the right ventricular (rv) lead also exhibited high impedances and high rv threshold. Upon evaluation there was dried blood found in the connector block which caused the atrial lead and rv lead issues. The leads were disconnected from the device and the header block was cleaned and dried. The leads were then reconnected and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.